Event description:
It was reported that a pump malfunction occurred after the customer's mother mentioned they had walked in the sun. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, technical support arranged to replace the malfunctioning pump with a new one and provided instructions for storage mode and return of the problematic pump. The customer was advised on the steps to take upon receiving the replacement and understood these instructions.